Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that a powerpicc solo fractured 3cm internal to the insertion point. The patient required general anaesthetic to remove the device due to a fear of needles.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a break is confirmed and was determined to be use related. One 4 fr single lumen powerpicc solo was returned for evaluation. An initial visual observation showed use residue throughout the returned sample. The catheter was observed to be slightly discolored and the ink on the extension leg as well as the 10 cm and 11 cm depth markers were worn and faded. The catheter was observed to be broken near the 11 cm depth marker, approximately 12.9 cm distal to the molded joint. The physical characteristics, location, and shape of the break observed in the catheter as well as the evidence of wear near the area of the break suggest the catheter failed due to material fatigue. Material fatigue can occur due to cyclic kinking of the catheter tubing in which physiological, placement, usage, and/or mechanical factors gradually form a crack(s) in the catheter. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that a powerpicc solo fractured 3cm internal to the insertion point. The patient required general anaesthetic to remove the device due to a fear of needles.